Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to charge the pump using a wall outlet with a tandem charging cable but was unsuccessful, even after leaving it plugged in for at least 30 consecutive minutes. After trying a different wall adapter without success, the issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging. No further assistance was required.